Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely there was foreign material in the forceps channel due to inappropriate or inadequate reprocessing method or handling. However, a definitive root cause could not be determined. The reported issue (suspected reduced angulation) was confirmed. It was observed the bending angle was out of specification due to wear of the angulation wire. The reported issue (suction valve stuck) was not confirmed. In addition, service found there was play in the angulation knob due to wear of the angulation wire, the bending section was deformed, the light guide lens was cracked, the adhesive on the bending section cover was chipped, and the paint on the suction cylinder was peeled off. Scratches were observed on the insertion tube, the plastic distal end cover, the suction cylinder, the control section, the hardness adjustment ring, the switch box, the scope connector cover, the up/down knob , the up down angle fixing lever, the right/left knob, the grip, the universal cord, the boot on the scope connector side of the universal cord section, the scope connector, and the right left angle fixing lever due to external factors. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the suction valve would not come off and the bending angle was suspected to be out of specification. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps channel. This report is being submitted for the malfunction found during evaluation (foreign material in forceps channel). Additional details were requested regarding the reported event; however, no further information was available.